Event description:
Customer reports pt was transported to post anesthesia care unit following surgery. Pt was put on the post surgical monitoring device but nurse failed to activate alarms. Device operated as intended. Incident attributed to user error.